Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, and medical history were not provided. The initial reporter phone: (B)(6). The initial reporter (B)(4) ail is not available / reported. [Conclusion]: the healthcare professional reported that during the procedure of left carotid-t-closure, the sheath on the 95cm cerebase da guide sheath (gs9095sd / 30485233) buckled very badly at the hub and as a result, it could not be used. The device was not subjected to excessive force. Adequate and continuous flush was maintained. Additional information indicated that there was a 30-minute delay in the procedure, there were several attempts to get the sofia® 6f intermediate catheter (microvention) through the cerebase, then an attempt was made with the sofia® 5f intermediate catheter (microvention) and it was a successful effort. The complaint device was replaced with the neuron max® 088 sheath (penumbra) to complete the procedure. The patient awoke to somnolent, left-handed syndrome, no understanding of language and plegia of the right arm. However, these were part of the patient¿s baseline conditions; it was the basic condition after the patient had the stroke. Per the physician, these conditions have nothing to do with the cerebase device. No follow-up interventions are required. There was no patient adverse event associated with the reported issue pertaining to the cerebase da guide sheath. The cerebase da guide sheath was stored and handled in accordance with the instructions for use (IFU). The device was inspected for damage prior to use. It was reported that the hub had to be cut off to avoid having to replace the entire system, as a result, no device will be returned. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30485233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant devices may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure of left carotid-t-closure, the sheath on the 95cm cerebase da guide sheath (gs9095sd / 30485233) buckled very badly at the hub and as a result, it could not be used. The device was not subjected to excessive force. Adequate and continuous flush was maintained. Additional information indicated that there was a 30-minute delay in the procedure, there were several attempts to get the sofia® 6f intermediate catheter (microvention) through the cerebase, then an attempt was made with the sofia® 5f intermediate catheter (microvention) and it was a successful effort. The complaint device was replaced with the neuron max® 088 sheath (penumbra) to complete the procedure. The patient awoke to somnolent, left-handed syndrome, no understanding of language and plegia of the right arm. However, these were part of the patient¿s baseline conditions; it was the basic condition after the patient had the stroke. Per the physician, these conditions have nothing to do with the cerebase device. No follow-up interventions are required. There was no patient adverse event associated with the reported issue pertaining to the cerebase da guide sheath. The cerebase da guide sheath was stored and handled in accordance with the instructions for use (IFU). The device was inspected for damage prior to use. It was reported that the hub had to be cut off to avoid having to replace the entire system, as a result, no device will be returned.